Event description:
It was reported that during routine generator change this right ventricular (rv) lead was surgically abandoned due to lead insulation damage and a new lead was placed. No additional adverse patient effects were reported.